Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient experienced appendicitis and presented in the hospital. Vegetation was discovered on the implantable cardioverter defibrillator and right ventricular lead. The system was explanted. The patient was stable.